Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a flexible sigmoidoscopy procedure, the patient complained they felt a burning sensation during the procedure and the patient stated they could feel the heat coming from the lamp even prior to the scope being inserted into the anus. When the scope was removed, the physician noted that the tip of the scope was hot.